Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an insulation issue which required repair. The lead remains in use. No patient complications have been reported as a result of this event.